Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The serious injury event and alert/error missing malfunction was reported on patient identifier (B)(6).

Event description:
It was also alleged that the infusion device was delivering an inaccurate amount of insulin and the infusion device did not provide an alert or error message. The patient experienced elevated blood glucose levels and he was hospitalized for hyperglycemia. The patient's blood glucose result was 17.0 mmol/l on the performa combo meter. The patient had symptoms of nausea and a headache. The blood glucose results at the hospital were not provided. The type of treatment administered to the patient was not provided. It is unknown how long the patient was in the hospital. Return of the suspect device was requested for evaluation.